Manufacturer narrative:
Inspected 1 random partial opened/used partial enlite sensor and performed continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test. Sensor passed with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle, sensor only. Also found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.

Event description:
The customer reported via phone call that the sensor cannulas were broken. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer on calibration and insertion technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis.